Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. It was further reported that the right atrial (ra) lead exhibited high thresholds and under-sensing. The rv lead and ra lead were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: a2dr01 ipg was implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.